Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump experienced an unexpected pump error during normal use. Blood glucose level at the time of the incident was 5.3 mmol/l. The customer was advised to refer to back up plan per health care professional's instructions the customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with minor scratches on case, cracked retainer, missing display window cover and minor scratches on lcd window.